Manufacturer narrative:
Device evaluation results are: the event was confirmed; there was a break in the screwgear. The root cause of the event could not conclusively be determined during analysis; however, it may be due to damage during shipping, which caused a partial break in the screwgear that was exasperated when being removed from the tray that led to the detachment.

Event description:
An endurant ii stent graft system was used for an attempted implanted in a patient for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm. It was reported that upon opening the box it was discovered that the delivery system was broken. There was no damage to the packaging. Another device was used to complete the procedure. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.